Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Evaluation summary: provided surgical notes show proper technique was utilized. No x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt is experiencing pain. Due to mildly elevated crp, the surgeon decided to aspirate the left knee.